Event description:
Patient is on ez care and renasys soft port with an area of the dressing that is not compressed, hissing sounds at dressing like a leak, but no leak alarm on the pump.

Manufacturer narrative:
The issue was not confirmed, as the device was not available for evaluation. The root cause of the reported issue cannot be determined. It is recommended that the device be returned for evaluation in order to rule out a pump malfunction, as cause of the reported issue. The ez care system is a legacy npwt system, which has been replaced by the renasys line of negative pressure wound therapy. No further investigation and/or corrective actions will be taken at this time. If the unit is returned for evaluation or additional information is provided, smith & nephew will re-open and conduct additional evaluation and investigations as necessary. This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the e-z care wound vacuum system.